Event description:
It was reported customer was having issues with filling the device had reached max fill point. Customer was able to clear the alarm but stated the up or down buttons seems to be stuck. Customer does not recall blood glucose level. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.